Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit warning disassembly and replacement of damaged parts.  Customer states he found the device with the broken monitor. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields; b4, d9, e1, e2, e3, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. Monitor disassembly performed, all damaged parts replaced. Device has passed all functional and safety tests per factory specifications. Device has been delivered to customer and cleared for clinical use.

Event description:
N/a